Event description:
It was reported, there was no stimulation sensation. It was also noted, the stimulation turned off twice the saturday before report and again the night before report and the patient was unable to turn the device on or feel stimulation. Patient used the patient programmer to turn stimulation setting up to "580, which was much higher than they had it set before and they still could not feel stimulation and were in pain." Follow up reported, the patient received assistance from their doctor or representative and their concerns were resolved. It was noted there was an appointment scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(4), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).